Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve ii clinical study: it was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed. Target lesion #1 was located in the firt obtuse marginal artery with 80% stenosis, 20mm in length and with reference vessel diameter of 3.00mm. Target lesion #1 was treated with predilation and placement of a 3.00x20mm study stent with 0% residual stenosis. Target lesion # 2 was located in the mid right coronary artery (rca) with 75% stenosis and 12mm in length and long with a reference vessel diameter of 3.00mm. Target lesion # 2 was treated with predilation and placement of a 3.00x12mm study stent with 0% residual stenosis. In (B)(6) 2015, the patient had developed angina. In (B)(6) 2015, the patient was hospitalized on account of angina complaints. The patient was immediately referred for percutaneous coronary intervention (pci) to the obtuse marginal artery while pci of the rca was planned for later. The 95% restenosis located just below the previously placed 3.00 x 20 mm study stent in first obtuse marginal artery was treated with placement of a 2.5x20mm synergy drug- eluting stent with 0% residual stenosis and timi 3 flow. One day post procedure, the patient was discharged.